Manufacturer narrative:
As reported, the hydrosealant of a 5f mynx control vascular closure device (vcd) remained partially attached, with approximately 2mm of hydrosealant still on the section of the device body where it is stored during withdrawal from the sheath. Hemostasis was performed for five minutes, followed by ultrasound confirmation, and the procedure was completed. There was no reported patient injury. A 5f non cordis sheath was used. The deployer had completed three mynx cases. The femoral puncture site was in a straight line to the puncture location. The vessel type was arterial, and the vessel diameter was verified to be equal to or greater than 5 mm. There was no vessel tortuosity or peripheral vascular disease or calcium near the puncture site. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. <br /> one non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. In regard to the sealant sleeves conditions, no abnormal condition was observed. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned not inserted on the device. The balloon was retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed due to the device being received fully deployed, which prevented the execution of the functional analysis. An additional verification was executed to confirm the balloon was fully deflated, and it was determined that the balloon was fully deflated, as it was found fully retracted. <br /> the reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the hydrosealant remaining partially attached, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrosealant of a 5f mynx control vascular closure device (vcd) remained partially attached, with approximately 2mm of hydrosealant still on the section of the device body where it is stored during withdrawal from the sheath. Hemostasis was performed for five minutes, followed by ultrasound confirmation, and the procedure was completed. There was no reported patient injury. A 5f non cordis sheath was used. The deployer had completed three mynx cases. The femoral puncture site was in a straight line to the puncture location. The vessel type was arterial, and the vessel diameter was verified to be equal to or greater than 5 mm. There was no vessel tortuosity or peripheral vascular disease or calcium near the puncture site. Button #1 and button #2 were both fully depressed, and the balloon was fully deflated. The device will be returned for evaluation.